Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021 around 12:00 am, a (B)(6) female patient got sick due to a possible flu and experienced some vomiting as her infusion set site fell off. Further, to treat this issue she had a bolus via the pump. The infusion set site had been used for one day and it was inserted on her backside, close to her hip. Moreover, she also suspected that she might have eaten a candy and did not give herself enough insulin to cover for this meal. Consequently, she was admitted to the hospital and further to the intensive care unit, as her blood glucose level was 1600 mg/dl and had diabetic ketoacidosis. During hospitalization, she was administered fluids of saline and insulin via intravenous route between (B)(6) 2021 to (B)(6) 2021 as corrective treatment which resolved the issue. Reportedly, she was on levothyroxine medication for a few years and takes it once a day in the morning. On (B)(6) 2021, she was released from the hospital with no permanent damage. No further information available.